Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2015 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Follow-up received on 14-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pain pelvic"), device breakage ("portion of ensure contraception device"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion of essure device/ migration of essure device, location- uterine cavity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C35388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included exostosis removal in 2005, arthritis, asthma, hypothyroidism, hypertension, smoker, acute appendicitis in 2007, colitis, gastric bypass in 2006, plantar fasciitis in 2005, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, thyroidectomy in 2002, parity 1 on (B)(6) 2015, absence of menstruation and cervical low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included overweight, alcohol use, anal fistula, irregular menstrual cycle and gravida I. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate (pristiq) since 2007, levothyroxine since 2015, quetiapine (seroquel) since 2007, women's multi since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy - laparoscopic), surgery (medical management and hysteroscopy to trim the coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, anxiety, depression and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On 25-nov-22015, surgical pathology report: tissue attached to portion of essure: - minute fragment of unremarkable endometrial tissue. - synthetic device consistent with portion of essure contraceptive device. Portion of ensure contraception device gross description: container is labeled with the patient's name and -portion of ensure." Specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length s much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. Concerning the injuries reported in this case, the followingone/ones were were described in patient's medical records: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: medical records received, historical conditions added, reporters added, event added per mr: device breakage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pain pelvic"), device breakage ("portion of ensure contraception device"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion of essure device/ migration of essure device, location- uterine cavity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C35388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included exostosis removal in 2005, arthritis, asthma, hypothyroidism, hypertension, smoker, acute appendicitis in 2007, colitis, gastric bypass in 2006, plantar fasciitis in 2005, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, thyroidectomy in 2002, parity 1 on (B)(6)2015, absence of menstruation and cervical low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: depo provera from (B)(6)2015 to (B)(6)2015. Concurrent conditions included overweight, alcohol use, anal fistula, irregular menstrual cycle and gravida I. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate (pristiq) since 2007, levothyroxine since 2015, quetiapine (seroquel) since 2007, women's multi since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy - laparoscopic), surgery (medical management and hysteroscopy to trim the coil), surgery (underwent a surgical removal of the device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device breakage, menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, anxiety, depression and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On (B)(6)22015, surgical pathology report: tissue attached to portion of essure: - minute fragment of unremarkable endometrial tissue. - synthetic device consistent with portion of essure contraceptive device. Portion of ensure contraception device gross description: container is labeled with the patient's name and -portion of ensure." Specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length s much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. Concerning the injuries reported in this case, the following one/ones were describe in patient's medical records: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pain pelvic"), device breakage ("portion of ensure contraception device"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion of essure device/ migration of essure device, location- uterine cavity/") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. C35388, c4024(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included exostosis removal in 2005, arthritis, asthma, hypothyroidism, hypertension, smoker, acute appendicitis in 2007, colitis, gastric bypass in 2006, plantar fasciitis in 2005, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, thyroidectomy in 2002, parity 1 on (B)(6) 2015, absence of menstruation, cervical low grade squamous intraepithelial lesion and delivery. *on (B)(6)-"2015", surgical pathology report: tissue attached to portion of essure: minute fragment of unremarkable endometrial tissue. - synthetic device consistent with portion of essure contraceptive device. Portion of ensure contraception device gross description: container is labeled with the patient's name and portion of ensure." Specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length s much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. A flat x- ray was then performed and the essure devices were noted on the left lateral side and then one was midline. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included overweight, alcohol use, anal fistula, irregular menstrual cycle, gravida I, abdominal pain, tendency to bruise easily, dysfunctional uterine bleeding and polycystic ovarian syndrome since 2007. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate (pristiq) since 2007, levothyroxine since 2015, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) since 2007, vitamins nos since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant nd intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic, medical management and hysteroscopy to trim the coil, underwent a hysterectomy with bilateral salpingectomy - laparoscopic and underwent a surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, nausea, fatigue and uterine haemorrhage had resolved and the device breakage, device expulsion, dyspareunia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Date of removal (B)(6) 2015 hysteroscopy with attempted removal of essure device current weight: 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical "records": abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity, vaginal haemorrhage, device expulsion, anxiety, depression, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received : event outcome of chronic pelvic pain/ pain/ pain pelvic, dysmenorrhea (cramping), abnormal bleeding (general), abnormal bleeding (vaginal), excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia), fatigue and nausea was updated as recovered / resolved. Concomitant drug was added, patient demographic details were updated. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (underwent a surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received: reporter's city added, new events excessive and abnormal bleeding during menstruation and chronic pelvic pain were added. Interventions added: patient underwent surgical removal of the device on (B)(6) 2015 and underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of essure contraception device'), device dislocation ('expulsion of essure device/ migration of essure device/ essure device was protruding into the uterine cavity'), pelvic pain ('chronic pelvic pain/ pain/ pain pelvic') and heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. C40241, c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included parity 1 on (B)(6) 2015, acute appendicitis in 2007, gastric bypass in 2006, exostosis removal (left foot spur removal) in 2005, plantar fasciitis in 2005, thyroidectomy in 2002, arthritis, asthma, hypothyroidism, hypertension, smoker, colitis, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, absence of menstruation, cervical low grade squamous intraepithelial lesion, delivery, cervix inflammation and pelvic pain female. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015. Concurrent conditions included polycystic ovarian syndrome since 2007, overweight, alcohol use (drinks beer occasionally), anal fistula, irregular menstrual cycle, gravida I, abdominal pain, tendency to bruise easily and dysfunctional uterine bleeding. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate monohydrate (pristiq) since 2007, levothyroxine since 2015, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) since 2007, vitamins nos since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy and hysteroscopy on (B)(6) 2015 to find right essure device protruding in uterine cavity). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abnormal uterine bleeding, genital haemorrhage, vaginal haemorrhage, nausea and fatigue had resolved. The reporter considered abnormal uterine bleeding, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Current weight: 245 lbs (111 kg). Indications for procedure (hysterectomy and bilateral salpingectomy): patient with a history of abnormal uterine bleeding and pelvic pain/dysmenorrhea since placement of the essure tubal ligation system. She had previously undergone medical management and hysteroscopy to trim the coil. Neither provided sufficient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Pathology test - on (B)(6) 2015: tissue attached to portion of essure: minute fragments of unremarkable endometrial tissue. Synthetic device consistent with portion of essure contraceptive device. Gross description: specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length, is much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. X-ray - on (B)(6) 2015: essure tubal ligation wires are present in the pelvis. One is in the midline and the other is to the left of midline. Concerning the injuries reported in this case, the followingone/ones were were describein patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity, vaginal haemorrhage, device expulsion, anxiety, depression, dyspareunia. Batch no c35388, production date 2014-03-11, expiration date 2017-03-31 . Batch no c40241, production date 2014-04-02, expiration date 2017-04-30. Lot number c4024-nv - not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of ensure contraception device'), device expulsion ('expulsion of essure device/ migration of essure device, location- uterine cavity/essure device was protruding into the uterine cavity'), pelvic pain ('chronic pelvic pain/ pain/ pain pelvic'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. C4024-nv-inv,c40241-inv,c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included parity 1 on (B)(6) 2015, acute appendicitis in 2007, gastric bypass in 2006, exostosis removal in 2005, plantar fasciitis in 2005, thyroidectomy in 2002, arthritis, asthma, hypothyroidism, hypertension, smoker, colitis, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, absence of menstruation, cervical low grade squamous intraepithelial lesion, delivery, cervix inflammation and pelvic pain female. On (B)(6) 2015, surgical pathology report: tissue attached to portion of essure: - minute fragment of unremarkable endometrial tissue. - synthetic device consistent with portion of essure contraceptive device. Portion of ensure contraception device gross description: container is labeled with the patient's name and -portion of ensure." Specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length s much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. A flat x- ray was then performed and the essure devices were noted on the left lateral side and then one was midline. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included polycystic ovarian syndrome since 2007, overweight, alcohol use, anal fistula, irregular menstrual cycle, gravida I, abdominal pain, tendency to bruise easily and dysfunctional uterine bleeding. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate monohydrate (pristiq) since 2007, levothyroxine since 2015, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) since 2007, vitamins nos since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic and davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, nausea, fatigue and abnormal uterine bleeding had resolved. The reporter provided no causality assessment for abnormal uterine bleeding and device breakage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Date of removal (B)(6) 2015 hysteroscopy with attempted removal of essure device. Current weight: 245 lbs. Discrepancy noted in date of removal (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity, vaginal haemorrhage, device expulsion, anxiety, depression, dyspareunia. Batch no c35388 production date 2014-03-11 expiration date 2017-03-31. Lots number c4024-nv and c40241 are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of essure contraception device'), device dislocation ('expulsion of essure device/ migration of essure device/ essure device was protruding into the uterine cavity'), pelvic pain ('chronic pelvic pain/ pain/ pain pelvic') and heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. C40241, c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included parity 1 on (B)(6) 2015, acute appendicitis in 2007, gastric bypass in 2006, exostosis removal (left foot spur removal) in 2005, plantar fasciitis in 2005, thyroidectomy in 2002, arthritis, asthma, hypothyroidism, hypertension, smoker, colitis, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, absence of menstruation, cervical low grade squamous intraepithelial lesion, delivery, cervix inflammation and pelvic pain female. Previously administered products included for an unreported indication: depo provera from april 2015 to (B)(6) 2015. Concurrent conditions included polycystic ovarian syndrome since 2007, overweight, alcohol use (drinks beer occasionally), anal fistula, irregular menstrual cycle, gravida I, abdominal pain, tendency to bruise easily and dysfunctional uterine bleeding. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate monohydrate (pristiq) since 2007, levothyroxine since 2015, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) since 2007, vitamins nos since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy and hysteroscopy on (B)(6) 2015 to find right essure device protruding in uterine cavity). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abnormal uterine bleeding, genital haemorrhage, vaginal haemorrhage, nausea and fatigue had resolved. The reporter considered abnormal uterine bleeding, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Current weight: 245 lbs (111 kg). Indications for procedure (hysterectomy and bilateral salpingectomy): patient with a history of abnormal uterine bleeding and pelvic pain/dysmenorrhea since placement of the essure tubal ligation system. She had previously undergone medical management and hysteroscopy to trim the coil. Neither provided sufficient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Pathology test - on (B)(6) 2015: tissue attached to portion of essure: minute fragments of unremarkable endometrial tissue. Synthetic device consistent with portion of essure contraceptive device. Gross description: specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length, is much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. X-ray - on (B)(6) 2015: essure tubal ligation wires are present in the pelvis. One is in the midline and the other is to the left of midline. Concerning the injuries reported in this case, the followingone/ones were were described in patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity, vaginal haemorrhage, device expulsion, anxiety, depression, dyspareunia. Batch no c35388, production date 2014-03-11, expiration date 2017-03-31 . Batch no c40241, production date 2014-04-02, expiration date 2017-04-30. Lots number c4024-nv is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of ensure contraception device'), device expulsion ('expulsion of essure device/ migration of essure device, location- uterine cavity/essure device was protruding into the uterine cavity'), pelvic pain ('chronic pelvic pain/ pain/ pain pelvic'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. C35388, c4024-nv, c40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included parity 1 on (B)(6) 2015, acute appendicitis in 2007, gastric bypass in 2006, exostosis removal in 2005, plantar fasciitis in 2005, thyroidectomy in 2002, arthritis, asthma, hypothyroidism, hypertension, smoker, colitis, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection, absence of menstruation, cervical low grade squamous intraepithelial lesion, delivery, cervix inflammation and pelvic pain female. *on (B)(6) 2015, surgical pathology report: tissue attached to portion of essure: - minute fragment of unremarkable endometrial tissue. - synthetic device consistent with portion of essure contraceptive device. Portion of ensure contraception device gross description: container is labeled with the patient's name and -portion of ensure." Specimen is received in formalin and consists of an extended length of wire tightly coiled at one end measuring up to 16 cm in length s much less than 0.1 cm thick with a very small amount of adherent possible tissue measuring 1.1 x 0.1 x 0.1 cm. A small amount of tissue is submitted in block al. Wire remaining. A flat x- ray was then performed and the essure devices were noted on the left lateral side and then one was midline. Previously administered products included for an unreported indication: depo provera from april 2015 to (B)(6) 2015. Concurrent conditions included polycystic ovarian syndrome since 2007, overweight, alcohol use, anal fistula, irregular menstrual cycle, gravida I, abdominal pain, tendency to bruise easily and dysfunctional uterine bleeding. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate monohydrate (pristiq) since 2007, levothyroxine since 2015, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) since 2007, vitamins nos since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic and davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, nausea, fatigue and abnormal uterine bleeding had resolved. The reporter provided no causality assessment for abnormal uterine bleeding and device breakage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Date of removal (B)(6) 2015 hysteroscopy with attempted removal of essure device current weight: 245 lbs discrepancy noted in date of removal (B)(6) 2015 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the followingone/ones were describein patient's medical records: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity, vaginal haemorrhage, device expulsion, anxiety, depression, dyspareunia. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: lot number was updated. Medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pain pelvic"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion of essure device/ migration of essure device, location- uterine cavity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C4024/c35388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included exostosis removal in 2005, arthritis, asthma, hypothyroidism, hypertension, smoker, acute appendicitis in 2007, colitis, gastric bypass in 2006, plantar fasciitis in 2005, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection and thyroidectomy in 2002. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included overweight, alcohol use and anal fistula. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate (pristiq) since 2007, levothyroxine since 2015, quetiapine (seroquel) since 2007, women's multi since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, anxiety, depression and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the followingone/ones were were describein patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-jan-2018: event added: abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device/ migration of essure device, location- uterine cavity, nausea, fatigue, anxiety, did you undergo an essure confirmation test? No and uterine heamorrhage. Reporters, lot no, patients medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pain pelvic"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion of essure device/ migration of essure device, location- uterine cavity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C35388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included exostosis removal in 2005, arthritis, asthma, hypothyroidism, hypertension, smoker, acute appendicitis in 2007, colitis, gastric bypass in 2006, plantar fasciitis in 2005, cholecystectomy, diarrhea, dizziness, hematemesis, vomiting, gastroesophageal reflux disease, urinary tract infection, peptic ulcer disease, acute sinusitis, candidiasis, dermatitis, tooth infection and thyroidectomy in 2002. Previously administered products included for an unreported indication: depo provera from april 2015 to july 2015. Concurrent conditions included overweight, alcohol use and anal fistula. Family history included hypertension, diabetes, cerebrovascular accident nos, asthma, ovarian cancer and multiple sclerosis. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) since 2007, desvenlafaxine succinate (pristiq) since 2007, levothyroxine since 2015, quetiapine (seroquel) since 2007, women's multi since 2007 and zolpidem tartrate (ambien) since 2007. On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced nausea ("nausea"). In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). In september 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy - laparoscopic), and surgery (underwent a surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, anxiety, depression and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were describe in patient's medical recordes: abnormal uterine bleeding (confirming genital bleeding). Confirming events dysmenorrhea, pelvic pain in female, right essure device protruding within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.